Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated customer said that touch-screen dosen't work. Lower section of touch-screen didint work at all and sometimes everything dosen't work on touch-screen. Example the lock button didnt do anything when fse tested it. Fse opened the touch screen back panel and check the connection for the cable that comes from cardiosave. Connection was loose. Fse install the cable properly. Fse put back the cover and now touch screen didn't work at all.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component codes), h10, h11. Corrected fields: h6 (investigation findings, investigation conclusions). A getinge field service engineer evaluated customer said that touch-screen dose not work. Lower section of touch-screen did not work at all and sometimes everything dose not work on touch-screen. Example the lock button did not do anything when I tested it. Fse opened the touch screen back panel and check the connection for the cable that comes from cardiosave. Connection was loose. Fse install the cable properly. Fse put back the cover and now touch screen did not work at all. Fse changed touch screen and calibrated it. Fse do all the tests and cardiosave works now correctly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) touch-screen doesn't work. There was no patient involvement.